Manufacturer narrative:
Correction: cec assessed the event as a non q wave mi (non target vessel), mdt extended historical spontaneous. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The patient has a medical history of cad. The physician concluded that the mi was likely due to occlusion of the distal branch of the rca. No revascularisation was performed. Cec assessed the event as a non q wave mi (non target vessel), mdt extended historical spontaneous. No event. Cec also adjudicated stent thrombosis as no event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
One resolute onyx drug eluting stent was implanted in the proximal lad during the index procedure. Seventeen days post index procedure, the patient suffered non-stemi. The patient was treated with medication and recovered. The investigator indicated that the event was not related to the study device.